Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib pad short" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evaluation: zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not observed during evaluation and bench handling of the device. Review of the device log showed the device heart rate alarm set to enabled. The heart rate alarm will be triggered when the device detects a hr less than 30 or greater than 150. A defib pad short will cause this alarm to trigger as per specifications. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend. Reports of this nature are typically not considered to be medwatch reportable as there is no potential for clinical impact.

Event description:
Complainant alleged that during biomed testing, the device's heart rate alarmed, inappropriately. Complainant indicated that there was no patient involvement in the reported malfunction.